Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position. Rotor damaged cap. Cap is clean and has no signs of debris built up. Replaced turbine and new cap. Replaced water hoses and water valve.

Event description:
It was reported that a midwest tradition handpiece overheated; no injury resulted.